Event description:
Elevated result due to "sample specific" interaction. The pt was admitted to the hospital with seizures and medication was administered; pt was treated and released. Not a reagent or instrument issue.